Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage was noted. The 90% stenosed lesion was located in the moderately tortuous mid left anterior descending artery. Upon attempting to cross the lesion with a 2.50x20mm taxus liberte stent the stent was damaged. The stent struts were flared. The procedure was completed with another of the same device. Patient status is listed as good with no complications reported.

Manufacturer narrative:
Customer's meter has been requested back for investigation and a supplemental report will be submitted when the investigation is complete.

Event description:
An adc customer's visiting nurse reported that the customer had been receiving error 6 messages on their meter and was unable to test. They reported specifically that during a recent visit, the customer started to feel very weak and dizzy and started to get fuzzy eyesight. Paramedics were called and obtained an hcp meter reading. Customer was treated with IV fluids on scene, given glucose, ate food and transported to a health care facility. The hcp meter reading was not reported. In addition, there was no diagnosis or additional treatment reported. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The complaint is not confirmed. Significant date and time changes were not observed without a preceding user event type (B) (6). Time and date change due to esd was not observed. No errors were observed during control solution testing. This is a final report.